Event description:
It was reported the ultrasonic probe was stretched and became unusable during inspection of use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the internal braid (flexible shaft) could not drive properly because insertion and removal was performed while sheath was driven, which may have caused the insertion sheath to become entangled and stretched. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.